Event description:
It was reported that there was some foreign particles floating around in the vial upon receipt of this micl12.6 implantable collamer lens. Lens was not used.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed the vial was returned dry, and there was no visible damage to the lens. There was evidence of a clear surgical residue. A work order search was performed, and there were no similar complaints within the work order.